Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and an enlarged atrium. An xtw clip (50513r1043) was inserted and placed on the valve. While testing the lock, the clip was observed to open to roughly 30-40 degrees. Troubleshooting was performed, the clip was unlocked, reopened, locked, and reclosed. While testing the lock again, the same issue was observed. Therefore, the device was removed and replaced. Once removed, the issue was unable to be replicated on the back table. An additional xtw clip (50716r1114) inserted into the valve. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, and the issue was able to be resolved. The clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.